Manufacturer narrative:
Additional information was requested regarding device details; however, could not be made available as of the date of this report. Should more information be provided, a supplementary report shall be submitted. This report is submitted on april 18, 2018, (B)(4).

Event description:
It was reported that the patient experienced skin overgrowth at the abutment site and subsequently underwent revision surgery twice to have the excess skin excised (dates not reported). There are plans to place a longer abutment; however, yet to occur as of the date of this report.